Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed battery out limit. The battery had been in the insulin pump for the past three days. The patient's blood glucose at the time of incident was 400 mg/dl. The customer also mentioned that her blood glucose was above 300 mg/dl for the past week. The patient had been treating via manual insulin injection. Troubleshooting was initiated for the insulin pump. There were no apparent anomalies with the insulin pump or the infusion set. The insulin pump was not returned for analysis.